Event description:
Caller reported blood glucose results of 24 mg/dl on inform ii system 1, 97 mg/dl on inform ii system 2 within 10 minutes. No adverse event was reported. Strips are not available for return.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. Medwatch with identifier (B)(6) is inform ii system 1, medwatch with identifier (B)(6) is inform ii system 2. Strips not available for return.